Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the user interface (ui) module and com port, and no physical damage was observed. The ui was cleaned and all connections at the ui module were reset. The cable from the instrument to the host computer was inspected and the pin configuration was verified. The cable from the instrument to the host computer was replaced proactively and the host application was reinstalled. The siemens regional support center (rsc) and headquarter support center (hsc) are investigating this issue.

Event description:
The customer informed siemens of two patient sample results that were transferred to the laboratory information system (lis) host computer and displayed incorrect results. The initial results obtained on the advia centaur xp instrument were transferred to the lis and the results, displayed on the host computer, were different and some included non-numerical values. The patient results were not reported to the physician(s). Repeat testing was not performed to confirm correct results.there are no known reports of patient intervention or adverse health consequences due to the discordant patient results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00213 on 18-may-2018. Additional information (12-july-2018): a siemens headquarter support center (hsc) specialist evaluated the service performed by the siemens customer service engineer (cse). The hsc specialist determined there was no recurrence of the issue. The instrument is performing within specifications. No further evaluation of the device is required. Section h6 (results code and conclusions code) were updated.